Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed their right ventricular (rv) lead was sensing noise and had low defibrillation impedance. During the procedure, an over current detection alert was received. The lead was capped and replaced on (B)(6) 2022. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the event could not be determined.